Manufacturer narrative:
The insulin pump had normal operating currents and passed the self test. The insulin pump was monitored without a battery, the battery was reinserted back into the insulin pump in less than ten minutes, and no unexpected power loss was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a scratched keypad overlay and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone, the insulin pump had alarmed power loss. Customer's blood glucose was unknown. The battery wasn't out of the device greater than 10 minutes. Customer stated the battery was in for an hour then when they inserted a new battery the alarm reoccurred. Customer was advised the device needed to be replaced. Customer agreed to return the device for further analysis.